Event description:
Customer reported a pt died from post surgical complication. Physician reportedly ordered the surgical procedure to be performed based upon the maclab valve area results, which they are reportedly in question by some medical staff. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.